Event description:
According to the facility on 01/27/2025 "at the start of the case" the cautery tip experienced visualized "flame" per the surgeon.

Manufacturer narrative:
According to the facility on 01/27/2025 "at the start of the case" the cautery tip experienced visualized "flame" per the surgeon. Per the facility the cautery tip was clear of debris and the power setting was set to "50/50 then 40/40". Per the facility there was no injury or medical intervention that occurred or was required. No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.